Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the info power on reset (por) error code appeared and the therapy stopped. The patient tried to recharge the ins when the por error code was seen and the por was not related to an overdischarge event. It was noted that the patient only used the stim when he needed it, so he had it off and the last time he used/recharged the ins was about two weeks prior to the report. For troubleshooting, the steps to clear the por with the patient programmer (pp) were reviewed, and the por was successfully cleared with the patient receiving adequate therapy. Lastly, the patient also reported that they had pain in their knees, calves and feet that gradually changed. He was taking aspirin for the pain but it wasn¿t working so he decided to use the stim. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that the por code appeared when they went to turn on the device and the device would not turn on until the por was cleared. The pain in the patient¿s knees, calves and feet were resolved. The cause of the por remained unknown. There were no further complications reported or anticipated.